Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Received voluntary event report mw5061420, stating that the needle of a 23g saf-t wing did not retract upon drawing blood from a patient. Nurse sustained a needle stick injury to the thumb.